Manufacturer narrative:
(B)(4). Method, result, conclusion: MFR/eval/investigation pending product return from user facility. Itc has requested all data required for form 3500a.

Event description:
Healthcare professional reported getting pt discrepancies, and other errors with protime instrument. Customer stated "result was not consistent with the pt's clinical presentation". The first sample was inr 7.1. The test was repeated and result was inr 7.7. The test was sent to an unspecified lab where within one hour they received an inr 4.0. The therapeutic range was believed to be between 3.0 to 4.0. No adverse event (s) were reported.